Manufacturer narrative:
The device was returned and the evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value; nozzle has foreign objects; due to a scratch on distal end cover, insulation resistance value at distal end does not meet the standard value; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of up/down knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesive around objective lens is peeled; adhesive around light guide lens is peeled; distal end cover has a dent; distal end cover has a scratch; connecting tube has a buckling; connecting tube has a scratch; connecting tube has a dent; light guide had a chip; indication on scope connector is peeled; protector of universal cord on scope connector side has a scratch; protector of universal cord on control section side has a scratch; universal cord has a wrinkle; switch4 has a wear; switch1 has a wear; paint on suction cylinder is peeled; grip is shaved; scope cover is shaved; control unit is shaved; image guide protector has a scratch; and electric connector has corrosion due to water leakage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope nozzle had a foreign matter. The issue occurred during an unknown event. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Based on the results of the investigation, it is not possible to establish the root cause. The event can be detected and prevented by following the instructions for use: gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.